Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone12.8 cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the pod between 24 and 36 hours. Patient reported the infusion site to have irritation and swelling. The patient was taken to the emergency room for a couple hours on (B)(6) 2026 and diagnosed with infection on the arm. The patient was treated by a medical professional with medicine for infection and inflammation. No further information was provided.